Event description:
The reporter stated that she obtained high glucose results on the device and dosed insulin on a sliding scale. At 2:30am she awoke screaming and emt's were called. The emt's checked her glucose at 27mg/dl on their meter. She was taken to the hosp and treated, then released around 6:30am.